Manufacturer narrative:
This is a voluntary distributor report. The reported device was returned to conmed for evaluation. Conmed is not the manufacturer of this device. The returned device was evaluated by a r&d engineer and examined under magnification. The multifilament braids are clearly visible and were compared with a monofilament control sample. The returned suture was determined to be made of 100% ultra-high molecular weight polyethylene (uhmwpe), which is commonly used in sutures and is recognized as being biologically inert. Additionally, high density polyethylene is used by biocompatability test laboratories as a negative control in implantation studies because the material is known to be biologically inert. Furthermore, the uhmwpe from the conmed supplier has been tested per iso 10993 biocompatability standards and has passed all the required tests for permanent implant devices. Most allergic reactions occur within seconds or minutes after exposure. Sometimes it can take up to several hours before symptoms become noticeable. Very rarely do reactions develope after 24 hours. Therefore, the reaction that caused the patient to request a follow-up surgery was most likely no due to the suture since the uhmwpe suture has been implanted 7 years prior to the follow-up procedure. Being inert, uhmwpe does not break down/degrade, therefore, the biocompatability is the same on day one of implantation as it is on the day of explantation. It is highly improbably that the suture material was responsible for this reported biological/allergic reaction.

Manufacturer narrative:
This is a voluntary distributor report the manufacturer teleflex medical is responsible for evaluation, investigation and adverse event reporting

Event description:
This is a voluntary distributor report. The customer in (B)(6) reported the patient had an original patella tendon repair which took place 7 years ago using the h5000, hi-fi white braided - ultra high molecular weight polyethylene, size 2, 1 x 40 in (100 cm), 25.9 mm needle. As reported, the patient was complaining of pain, so a secondary surgery was performed on (B)(6) 2017. The surgeon found the soft tissue around the suture to be white in color and it appeared like calcification had formed. In addition, it was alleged some liquid leaked from the patient's body. Further follow-up with the customer was performed after the surgery to remove the suture. According to the customer, the patient is no longer complaining of pain or discomfort.